Event description:
Zoll customer support contacted a (B)(6) female patient to exchange her battery pack. The patient's download revealed a battery charger fault flag on one of the patient's battery packs. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery problem when placed on the charger) has been confirmed. As received, the battery would not charge or power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.